Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an multiple pump errors. Customer's blood glucose value was 80 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. Customer states they received a broken force sensor was detected during seating or regular delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device received error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the pump and received pump error 37 at rewind. Device passed active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies. No pump error 3, 18, 28, 43 or 130 anomalies noted during testing.